Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire that the vela ventilator was experiencing a motor fault alert. It is unknown whether there was any patient involvement associated with this event.

Manufacturer narrative:
Vyaire complaint #:(B)(4). Device evaluation: d10, g4, g7, h2, h3, h6, h10. Results of field service representative onsite visit: a vyaire field service representative (fsr) evaluated the device onsite. The fsr noted the ventilator had "vent inop", "motor fault" and "transducer fault" issues. The field service representative replaced the main board which resolved the issues. The fsr performed the operational verification procedure (ovp) and user verification test (uvt). The field service representative confirmed the ventilator passed all testing and met all vyaire manufacturer specifications. Results of investigation: the vyaire failure analysis lab received the suspected component and performed a failure investigation. The reported issue was confirmed and duplicated. The reported problem was isolated to a component failure, specifically the pt800 transducer failed. This issue was addressed with CAPA ca-2017-0206. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available